Event description:
Reference number (B)(4). Event occurred in netherlands. It was reported that patient re-used the infusion-set and got an occlusion alarm on (B)(6) 2025. The blood glucose level was 400 mg/dl and the patient was treated with correction insulin. No further information available.

Manufacturer narrative:
E1:patient city: (B)(6). Patient country: netherlands. H11: since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.